Event description:
Subsequent to the initial medwatch submission, the following information was received. The female connector disconnected from the male adapter. The fluid that leaked was sodium chloride 0.9%.

Event description:
The customer contact reported a disconnection. After an unspecified length of time in use, the "pfc-1 female connector" became disconnected. Reportedly, there was leakage of an unspecified fluid and the pts blood pressure vales were not displayed. The operating staff responded to the disconnection. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.